Event description:
Patient reports, experiencing pain. Went to dentist. Was told, tooth 31 has a hole and tooth 7 will need a re-fill. Due to a crack, which may need a root canal and crown to prevent massive nerve pain.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.